Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and the right ventricular (rv) lead exhibited a high capture threshold and was suspected to exhibit intermittent loss of capture (loc). The rv lead output was reprogrammed. Also, this pacemaker was suspected to exhibit premature battery depletion. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker and the right ventricular (rv) lead exhibited a high capture threshold and was suspected to exhibit intermittent loss of capture (loc). The rv lead output was reprogrammed. Also, this pacemaker was suspected to exhibit premature battery depletion. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received from the field. It was confirmed there was a loss of capture. Additional information was received. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5. B1, b2, f10, h1, and h6 updated.

Event description:
It was reported that this pacemaker and the right ventricular (rv) lead exhibited a high capture threshold and was suspected to exhibit intermittent loss of capture (loc). The rv lead output was reprogrammed. Also, this pacemaker was suspected to exhibit premature battery depletion. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received from the field. It was confirmed there was a loss of capture.

Manufacturer narrative:
Additional information added to b5.

Manufacturer narrative:
Correction: section a, d4, and d6.

Event description:
It was reported that this pacemaker and the right ventricular (rv) lead exhibited a high capture threshold and was suspected to exhibit intermittent loss of capture (loc). The rv lead output was reprogrammed. Also, this pacemaker was suspected to exhibit premature battery depletion. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was explanted but was not returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of failure to capture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, the conclusion code no problem detected was assigned based on lack of objective evidence of a device defect/malfunction and passing product record reviews.

Event description:
It was reported that this pacemaker and the right ventricular (rv) lead exhibited a high capture threshold and was suspected to exhibit intermittent loss of capture (loc). The rv lead output was reprogrammed. Also, this pacemaker was suspected to exhibit premature battery depletion. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received from the field. It was confirmed there was a loss of capture. Additional information was received. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.